Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 27 year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: medical device monitoring error ("essure & thermachoice ablation" on (B)(6) 2013). The patient had a medical history of metrorrhagia, adenomyosis, pneumonia, c-section, parity 2, multi gravida, breast cancer, abnormal uterine bleeding, gravida I, parity 1, uterine leiomyoma and metrorrhagia. Previously administered products included: mirena and antihistamines. The patient had a family history of diabetes. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2023, 3710 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy and bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: endometrium- changes consistent with ablation, negative for hyperplasia or malignancy. Myometrium- adenomyosis and leiomyoma, negative for malignancy. Bilateral fallopian tubes- no significant histopathologic abnormality. Clinical history / operative diagnosis: intramural leiomyoma of uterus; metrorrhagia source of specimen: uterus, cervix, and bilateral fallopian tubes gross description: wire coils protrude from the right and left fallopian tube into the endometrial lumen. [Ultrasound pelvis] on (B)(6) 2013: clinical history: spontaneous abortion, possible retained products of conception findings: there are no prior exams for comparison. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records ¿¿ endometrial ablation performed with essure microinsert in place nos ((B)(4)). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 29-sep-2023: mr received " newevent "endometrial ablation performed with essure microinsert in place nos" added, reporters information, patient medical history and surgical pathology reports were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3301 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 07-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. There was no information on the patients medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3301 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.